Event description:
It was reported that a 44-year-old female patient underwent a primary breast augmentation surgery with a 350cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast as well as a deflation of her right breast prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 575cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, mentor received the device for evaluation. On january 04, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and a tear (b) was noticed within it, measuring approximately 0.3 cm. In addition, an area of missing material (a) was found in the same view, measuring approximately 4.0 cm x 3.0 cm. Microscopic examination was performed on the edges of the missing material (a), and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the missing material (a) could not be identified. The evaluation determined that the cause of the rupture (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).